Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incident of hyperglycemia. The reporter stated the patient woke up sick and vomiting on the event date. Her blood glucose was measured as "hi" on there meter. She was brought to the ER. Upon admit the patient's blood glucose was 641mg/dl, the patient was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected, and the product was within specification.